Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-09814-00 for details pertinent to this event.

Manufacturer narrative:
E1 phone number" (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hinge line of epifuse split during setup. This problem was resolved by replacing with a new kit. The event occurred at the hospital in taiwan. Operator of the device was a health professional. There was no patient involvement.